Event description:
The patient was not getting any therapeutic effect from her stimulator. The patient recharged her device and resumed her stimulation therapy. The patient was concerned that her pump is not working due to the stimulator because she read the device could interfere with one another. Three years later the patient reported that she had the implantable neurostimulator (ins) system replaced with a different device manufacturer system, even though she requested medtronic. It was sometime around march 2014. The patient¿s health care provider (hcp) confirmed the explant date was 04/11/2014. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 377860, lot# v013677, implanted: (B)(6) 2006, product type: lead; product ID 377860, lot# v013677, implanted: (B)(6) 2006, product type: lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).